Event description:
It was reported that during an open low anterior resection procedure the surgeon found that some staples were malformed and the tissue could not be closed completely. The surgeon changed hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what device was used for the proximal and distal transaction of the bowel? Surgical knife. On what tissue type was the device used? Rectum. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Purse string device. Was the spike of the trocar inserted through bowel lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Crunch heard. When the device was fired, what was the location of the indicator within the gap setting scale? Behind 1/3. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Were any unexpected noises heard? No were any of the forces higher or lower than expected (closing, firing, or opening)? Like normal after use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Donut.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process